Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01091. It was reported that burr became stuck in lesion and on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, first ablation was done at 200,000rpm for 5 to 6 times and for a total of 12-13 seconds within 5,000rpm down. Subsequently, the burr was pulled back; however, it was noted that the burr became stuck in the lesion. The burr was eventually pulled with force and second ablation was attempted; however, the burr could not advance and became stuck on the rotawire. The burr and rotawire were removed as a unit without resistance and the procedure was completed with another of the same burr and rotawire. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There are numerous kinks along the sheath. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine is corroded. Product analysis confirmed the reported event due to the melted ultem. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿adjust the turbine pressure knob until the burr is spinning at the correct speed: 1.25-2.0mm burrs ¿ 190,000rpm.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01091. It was reported that burr became stuck in lesion and on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, first ablation was done at 200,000rpm for 5 to 6 times and for a total of 12-13 seconds within 5,000rpm down. Subsequently, the burr was pulled back; however, it was noted that the burr became stuck in the lesion. The burr was eventually pulled with force and second ablation was attempted; however, the burr could not advance and became stuck on the rotawire. The burr and rotawire were removed as a unit without resistance and the procedure was completed with another of the same burr and rotawire. There were no further patient complications reported and the patient's condition was stable.